Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 218 mg/dl. The customer had treated with bolus from insulin pump and injections. The customer experience symptoms like nausea. The customer¿s last blood glucose was 218 mg/dl. The customer took insulin and blood glucose dropped down to 69 mg/dl. The customer had lunch to treat low. The customer blood glucose was 227 mg/dl when they woke up. Customer has been experiencing recurring no deliveries. The drive support cap was normal. Assisted with performing the displacement test. Test was passed. The product was not returned for analysis.